Event description:
It was reported that during a davinci si surgical procedure, the customer noted a broken tip on the monopolar cautery single site instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal end component was found to be bent. Visual inspection showed no broken components; however, the electrical contact located within the monopolar adapter was damaged. One leg of the contact was bent downwards. The bent leg created interference that prevented full installation of the disposable cautery hook. Instrument passed electrical continuity test. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.